Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined.

Event description:
The event involved a primary plumset, 0.2 micron filter, clave y-site, pe lined tubing, 104 inch where it was reported leaking filters were noticed.the product leaked upon immediate attempts to use. It was further reported that the products were never inverted or below the IV site and leaked immediately up on use/priming. There was patient involvement no harm reported. This is the first of two instances that occurred.